Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k): k090140. (B)(4). Summary of investigational findings: no product returned for investigation, but based on information provided the introducer may have kinked during advancement through reported "tortuosity in the patient's anatomy." Under normal conditions the sheath is strong enough to accomplish the procedure, but the introducer sheath may kink if excessive force is used to advance it through tortuous anatomy. Retrieval attempts/manipulation may have caused the filter to deploy inside the sheath. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used for ivc filter placement by right jugular approach. There was a tortuosity in the patient's anatomy. As resistance was encountered when advancing the sheath system of the complaint device into the body over a wire guide, instead of advancing the sheath with force, the physician changed the wire guide to support type one, over which he managed to make the sheath system reach the target site. Then, the filter introducer was advanced through the sheath, but as it was felt like the filter got stuck somewhere in the sheath, the physician attempted to retrieve the filter introducer. However, resistance was encountered during withdrawal and the filter disconnected from the grasping hook inside the sheath then. The disconnected filter was reattached to the grasping hook inside the sheath and was pulled back out of the body with the filter introducer carefully. The sheath system was also retrieved from the patient after that and was checked, which confirmed the kink in the sheath. On (B)(6) 2014 the procedure was cancelled and thus the patient did not recover. Filter placement by femoral approach is planned to be performed on (B)(6) 2014. Additional information received 24apr2014: however, ivc filter placement by femoral approach was conducted as planned on (B)(6) 2014 and filter was placed in the target site successfully. Patient outcome: unknown as information was not provided.